Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to low blood glucose (bg) levels (53 mg/dl). Reportedly, the customer was hospitalized for 3 days. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.